Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text: device disposition unknown.

Event description:
Customer reported: consultation at the beginning on (B)(6) for fracture of plate implanted on (B)(6) 2022 with pseudarthrosis. Explantation and revision of the fracture with a va-lcp 2.7mm palmar plate. Update received on (B)(6) 2023 from customer: plates broke after the procedure. Patient had pain.

Event description:
Customer reported: consultation at the beginning of march for fracture of plate implanted in november 2022 with pseudarthrosis. Explantation and revision of the fracture with a va-lcp 2.7mm palmar plate. Update received on 27 mar 2023 from customer: plates broke after the procedure. Patient had pain.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.